Manufacturer narrative:
Insulin pump received with broken battery tube thread noted. Pump display low battery power due to corroded battery tube spring noted. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump¿s battery compartment had damage. Troubleshooting was performed. Customer stated that the insulin pump was working as expected and it was not bumped or dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.